Event description:
The rptr did meter to hcp meter comparison tests, 3 minutes apart. Rptr's meter allegedly read 58 mg/dl, and doctor's meter (type unknown) the read 237 mg/dl. Rptr stated that rptr felt tired. A control solution test was in range, 139 (97-145). During troubleshooting, using a new vial of test strips, a blood test was 207 mg/dl and a control solution test was in range. No harm was alleged. Follow up attempts to contact the rptr for add'l info have not been successful.